Event description:
It was reported that the printer was not working. The programmer was returned for servicing and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of printer will not print, analysis also found that the left antenna tested out of specification. It was also noted that the system fan was noisy.